Event description:
It was reported that an intrasight system was used in an emergent procedure. During use, the hemo signal was unstable, and when reconnecting the fm-pim, the system had a "connect fm-pim" message; therefore, use of ifr was aborted. This product problem is being reported because the system could not be used during an emergent case, resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this system. Block d4: expiration date is not applicable for this system. Blocks d6 & d7: not applicable for this system. Blocks h3 & h6: at the customer site, the field service engineer found that fm-pim was intermittently disconnecting. Fm-pim, fm-pim cable, and bub(bedside utility box) were replaced. The system was tested, verified, and returned for use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.